Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. This was determined to be a reportable issue. Upon further investigation, found battery depleted alarm. The air detector was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because the pump battery had failed. Upon physical inspection, the allegation was confirmed, and a non-functional air detector and displayed battery depleted alarm were identified, making the file reportable. The event occurred during testing.